Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and red particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a striated edge opening consistent with use of a surgical tool. Based on the device analysis the final assessment was a striated edge opening on radius side due to surgical damage.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.